Event description:
A 4 wire 3.0 fr stone basket failed to close and at the end of the basket contained tissue. Basket sent to pathology. A double stent was placed. The management of this will include long term stenting.